Manufacturer narrative:
(B)(4). The device has been received and the evaluation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the machine failed volumetric accuracy testing. As the device failed during evaluation, no patient was involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). A review of the device history records revealed no issues that could have caused or contributed to the volumetric accuracy test failure. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the rite. The external/internal inspection was performed and passed, along with all of the electrical testing. The device passed temperature verification testing. The fluid volumetric accuracy test which was performed and failed prompted pal to inspect door assembly. With the use of a test article piston foam, the device passed the volumetric accuracy test. The evaluation concluded that the door piston foam was deteriorated which was the cause of the failure. The piston foam was to be scrapped and the device was sent for servicing. This issue is being further investigated through a CAPA. Should additional relevant information become available, a follow-up report will be submitted.